Event description:
The facility representative reported an ipump device which overdelivered during patient use. The nurse programmed the concentration of the drug, demerol, to be 2 milligrams per milliliter instead of 10 milligrams per milliliter, leading to too much of the drug being delivered to the patient. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the drug involved in the incident has been identified as demerol.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). This device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported an ipump device which overdelivered during patient use. The nurse programmed the drug concentration to be 2 milligrams per milliliter instead of the 10 milligrams per milliliter that was infused which lead to too much of the drug being delivered to the patient. No patient injury or medical intervention was reported. No additional information is available.